Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited intermittent rv loss of capture with asystole of approximately two to three seconds. Troubleshooting was performed, which confirmed increased rv threshold measurements. The device was reprogrammed to increase the rv outputs. No additional adverse patient effects were reported. The lead remains in service.